Event description:
The technician alleged that the head hi/low down was drifting down slowly. No injury reported.

Manufacturer narrative:
The technician replaced the emergency trendelenburg valve and the trendelenburg linkage to resolve the issue.